Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing due to far-field r-waves.

Event description:
It was reported that an alert triggered due to high right ventricular (rv) coil impedance. Review of performance data also indicated varying rv coil impedance. Follow-up information received from the clinic indicated that the patient had reported falling off a truck onto their chest and bumping their device site prior to hearing the alert tones. Isometrics and pocket manipulation showed varying and high rv coil impedances. The patient was referred to another physician in the clinic. The right ventricular (rv) lead remains in use. It was also reported that the right atrial (ra) lead had far field r-wave (ffrw) oversensing. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.